Manufacturer narrative:
The device was not available for evaluation due to the korea customs regulations. A device history record (DHR) did not reveal any issues that could have contributed to this complaint. Review of the complaint history did not reveal that the occurrence rate exceeds the control limit for this trend category. 4 still cine images of the tavr procedure were provided to edwards lifesciences. A review of the images and information received suggests that the valve was crimped at the proper markers location, the balloon was inflated and the first valve was fully deployed in the descending aorta despite the valve not being between the markers, and a second valve was deployed in the aortic annulus. During manufacturing, the delivery system undergoes multiple 100% inspections. All devices are inspected for mechanical damage, verification of the markers lengths, the buttons are visually inspected for damage, and tested to ensure that it will slide properly, the fine adjustment sub-assembly is tested to verify fine tuning of the valve alignment position. These manufacturing inspections and tests performed support that it is unlikely that a manufacturing defect was the cause of the reported event. Since the product was not returned for evaluation, the reported fine tuning wheel issues could not be confirmed. However, images received from the case show that the 1st valve was not positioned between the markers when deployed in the descending aorta, therefore, it was confirmed that the physician was unable to successfully complete the valve alignment process. The DHR review, complaint history analysis and review of the manufacturing process did not reveal any indication that a manufacturing defect of the delivery system was the cause of the reported event. Without the device returned for evaluation, functional testing and dimensional analysis were unable to be completed and therefore, the root cause of the event is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our korean affiliates, during a transfemoral tavr procedure with a novaflex+ delivery system, there were difficulties during valve alignment and it was decided to deploy the sapien xt valve in the descending aorta. No abnormalities were noted while prepping the device. Bav was performed without issue. The operator tried to align the valve in the straight section of the descending aorta, but the ¿fine tuning wheel did not work right ¿ the valve did not go up.¿ per report, the "flex catheter could not have pushed up the valve even though valve alignment wheel was rotated well" and the valve could not be positioned in between the two markers. The operators attempted to correct valve position, but they failed. Finally, it was decided to deploy the valve in the descending aorta because of concerns that the valve may dislodge or may be deployed wrong position. Another kit was opened and the 2nd valve was deployed in the aortic valve annulus. The patient's access vessel minimum luminal diameter (mld) measured 7.5 mm with mild tortuosity and mild calcification.